Event description:
It was reported that this patient fell and consequently the lead dislodged. X-ray imaging was performed. The lead was successfully explanted and replaced. The lead will not be returned since it was disposed after the surgery. No additional adverse patient effects were reported.